Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator changeout procedure, a patient's right ventricular lead exhibited a high and out of range defibrillation impedance. A defibrillation test was successfully completed. The physician opted to continue using this lead in the new system and further monitor it. The patient was stable.